Event description:
Customer reported receiving freestyle blood glucose test results of 493 mg/dl and dosed accordingly with 10 units of insulin. Customer took a second reading with an unk meter brand with a result of 163 mg/dl. Paramedics were called immediately prior to onset of hypoglycemic symptoms. Customer was treated with an IV and observed at the hosp for eight hrs. Customer reported that test strip code was incorrectly set at the time of the event. Test was conducted on the forearm.